Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient received inappropriate antitachycardia pacing (atp) for atrial fibrillation with rapid ventricular response (af w rvr). The morphology discriminator diagnosed ventricular tachycardia (vt) because there was noise on the discrimination channel. Programming changes were discussed. No patient symptoms reported.